Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 300cc, catalog number 3507300bc, serial number (B)(4), lot number 5784020. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unspecified procedure with a mentor memorygel breast implant 300cc and experienced device rupture (side unknown). As a result, the patient underwent removal and replacement with mentor memorygel breast implants 300cc, catalog number 3503004bc, serial number (B)(4), lot number 7565123 (r) and serial number (B)(4), lot number 7651934 (l) on (B)(6) 2019. The device information from the left side will be used by default since the side the rupture occurred on is unknown.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample shell abrasion and crease were observed. Within the shell abrasion, a rupture was noted. No other anomalies were observed. The second product received is a concomitant device, no further analysis is required. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).